Manufacturer narrative:
It was reported that there were two communication errors during a surgery, one when the user attempted to clear the robot arm away from the patient¿s head and one after completing the data export activity. Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed that both events occurred due to shared memory issues. (B)(4).

Event description:
The following events occurred during surgery: the first event occurred under the rosa guidance tab. The rosa arm was driven to the selected trajectory and then placed into cooperative mode with the 'axial' and 'slow' options selected. Surgeon drilled and placed the anchor bolt into the patient¿s head. As surgeon attempted to clear the robot arm away from the patient¿s head, a communication error screen popped up on the monitor and the rosa robot then proceeded to shut down approximately at 10:44 am pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. After all the electrodes were implanted, the rosa arm was brought to its home position. In order to update another surgeon rosa laptop with the latest study, the company field service engineer clicked the 'export to usb' button on the rosa monitor. After completing the export activity, this previous action resulted in an error screen and the rosa robot then proceeded to shut down approximately at 12:24 pm pst. The rosa robot was rebooted. This event did not delay the surgery case.